Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation was performed on the returned device and a noisy motor was found. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has for noisy been associated with a component failure. The root cause for overheating of device of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time or a short in the power cord. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during set up, the motor of the platinum handpiece had a loud noise and was overheating. There was a smith and nephew back-up device available, and no delay was reported. There was no patient involvement.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).